Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the vns patient's mother indicated that she swipes the magnet more times than what is being recorded by the device. The physician instructed the patient's mother to log all magnet swipes she performs for a few weeks and the physician would compare the data. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient was last seen on (B)(6) 2013 at which time it was noted that the patient had not used the magnet since (B)(6) 2013. The physician noted that the programming history confirmed this data. It was also reported that the patient had not kept track of the magnet activations and no idea on the quantity of uses since the previous visit. The programming history was received by device manufacturer for review, which confirmed that the magnet had not been used since (B)(6) 2013. There were no magnet mode diagnostics performed in the available programming history database.

Event description:
The physician indicated that the patient is nonverbal and it is unknown if the patient is feeling the magnet stimulation. The physician also reported that the patient's mother sometimes swipes the magnet one after another which may be recorded as one magnet activation rather than several magnet activations.